Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 25-nov-2015 which refers to a (B)(6) old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, lot number d35371, for tubal sterilization. The patient's medical history included polyp into endocervix; and her drug history included contraception with desogestrel 75 for 3 months. During the insertion procedure, both ostia were well visualized. Intervention was started by insertion on left side. On inserter removal, inserter was removed with difficulty due to a blockage and a kind of transparent sheath remained into ostium and along uterine cavity. Insertion was easily performed on right side with 3 trailing coils. On left, the sheath was friable and removed piece by piece with biopsy forceps; a small part of the sheath remained in left ostium area. Left insert was well placed. The polyp into endocervix was at the time removed; her uterine cavity had no particularity. Plain abdomen x-ray was performed immediately after the intervention. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure insertor was removed with difficulty due to a blockage and transparent sheath remained into cavity. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In the present case, on inserter removal, it was removed with difficulty due to a blockage and a kind of transparent sheath remained into ostium and along uterine cavity. The sheath was removed piece by piece with biopsy forceps; a small part of the sheath remained in left ostium area. Since the device breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 08-jun-2016: ptc global number: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product, visual inspection was performed and it was confirmed that all components are present, IFU steps were completed. Delivery catheter was found damaged (stretched).as per device condition, dimensional inspection was not able to be performed. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following med dra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported device dislocation cannot be totally excluded. However, this event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-jun-2016 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure insertor was removed with difficulty due to a blockage and transparent sheath remained into cavity (interpreted as device breakage). Physician removed the broken pieces from the uterus. A control x-ray was performed 3 months later and there was a doubt on a moderate dislocation of left implant. Patient had no injury. Device breakage is anticipated according to the product technical analysis (ptc) and device dislocation is listed in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In the present case, since the device breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. Regarding the reported device dislocation, considering its nature and based on essure safety profile; causality is assessed as related. This case was regarded as other reportable incident, as although patient had no injury this might have occurred under less fortunate circumstances. A visual inspection of the returned product was performed and it was confirmed that all components are present, IFU steps were completed. Delivery catheter was found damaged (stretched). A review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported device dislocation cannot be totally excluded. No further information is expected.

Manufacturer narrative:
Follow-up from 20-jan-2016: no further information was provided despite follow up attempts. Ptc investigation result received on 21-jan-2016. Ptc global number: (B)(4). Final assessment: as of january 5, 2016, no returned product has been received. If product is returned in the future, a child complaint will be created to document the subsequent device investigation. The complaint narrative describes a detachment difficulty issue which subsequently led to breakage of the catheter. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship with a quality defect is not applicable. Since no medical events were reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information received on 29-jan-2016: (B)(4). Follow up information (device breakage questionnaire) received on 09-feb-2016 from physician: in the end of (B)(6) 2016, an x-ray was performed and showed 2 implants were latero-uterine with a doubt on a moderate dislocation of left implant in relation with x-ray performed just after placement to confirm implant presence. The physician reported the device breakage was diagnosed during placement. The catheter broke and the breakage occurred at the coated sheath. The left implant placement was done with the usual procedure, at the time of the catheter removal, sort of sheath which frayed, friable, it was difficult to remove. There was no deviation from the insertion procedure as described in the IFU (instruction for use). Essure was not removed. The broken pieces were retrieved for the most part from the uterus. The patient had no injury. The gynecologist did not know if the breakage could have led to a serious injury. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-feb-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure insertor was removed with difficulty due to a blockage and transparent sheath remained into cavity (interpreted as device breakage). Physician removed the broken pieces from the uterus. A control x-ray was performed 3 months later and there was a doubt on a moderate dislocation of left implant. Patient had no injury. Device breakage is anticipated according to the product technical analysis (ptc) and device dislocation is listed in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In the present case, since the device breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. Regarding the reported device dislocation, considering its nature and based on essure safety profile; causality is assessed as related. This case was regarded as other reportable incident, as although patient had no injury this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed. No further information is expected.